Event description:
The clinician successfully deployed an excluder bifurcated endoprosthesis. An 8fr introducer sheath was used to gain access to the contralateral gate; however, it was unsuccessful due to the build up of plaque in the iliac artery. The iliac artery dissected and was repaired with a vascular graft. Due to the condition of the iliac artery, the clinician chose to explant the trunk ipsilateral device and repair the aneurysm with a bifurcated vascular graft. The pt status was stable following the surgery.